Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 alarms during dwell 4 of 4 on the home choice (hc). The home patient (hp) stated she had to disconnect during dwell 4 of 4 and did not get back to machine in time before drain began. The hp reconnected to the machine. The technical service representative (tsr) instructed the hp to close the clamps and cycle the power off/on again. The alarm cleared and the tsr explained the alarm. The tsr advised the hp to let the registered nurse (rn) know of the air detect alarm. Product surveillance (ps) spoke with the peritoneal dialysis nurse (pdn) on (B)(4) 2012 regarding a system error 2240. Per the pdn, she was not aware of the alarm and had talked to the home patient (hp) that day. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or manual intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy. The cause was determined to be use error. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.